Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The patient¿s ipg was explanted and replaced due to ipg reaching end of life. Therapy was restored in pacu. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended (related manufacturer reference number 3006705815-2024-09002), and the device subsequently displayed the end of service (eos) message. The duration between eri and eos was shorter than anticipated. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.